Manufacturer narrative:
Device evaluated by MFR. : carotid wallstent monorail 10.0-31 was received for analysis. The device was returned with the stent in the correct position on the delivery system. The investigator was unable to deploy the stent due to a complete break of the outer shaft and solidified media within the device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination identified that the shaft has detached at a location approximately 170mm proximal of the guidewire port.

Event description:
Reportable based on device analysis completed on 12-apr-2022. It was reported that stent deployment failure occurred. The target lesion was located in common carotid artery. A 10.0-31 carotid wallstent stent was advanced for treatment. However, during the procedure, the stent failed to deploy. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed shaft break.